Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s): 0001825034 - 2018 - 00492, 0001825034 - 2018 - 00493. Concomitant medical products: 131218046 3.5mm low profile cort 46 mm, lot unknown, 131218055 3.5mm low profile cort 55 mm, lot unknown, 816135012 3.5mm cort lock scr 12mm ns, lot unknown (qty 4), 131218010 3.5mm low profile cort 10 mm, lot unknown (qty: 2). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was being revised to remove a syndesmosis screw as the syndesmosis had healed. Upon entry into the surgical area, black soft tissue around the distal end of the plate and screw heads was identified. This prompted the surgeon to remove all the hardware. The surgeon felt like the issue was metal on metal motion. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned plate showed some damage to threads within the holes. Pn 110017752 and 816204008 were sent for sem analysis. Examination of the head on the screw showed axial wear marks, likely caused by abrasion from contact with the threads on the plate. The axial orientation of the marks on the head of the screw suggests that wear did not occur during surgical insertion or removal of the screw as those wear marks would be circumferential; indicating the damage occurred in vivo. One screw hole evidenced wear marks on the thread that were consistent with the observed wear marks on the 52mm screw head. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Based on the investigation, we are unable to determine definitive conclusions as to the root cause of the reported issue. However, it is noted that the pn 110017752 was used in conjunction with pn 816204008, which is not an approved combination. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical devices: 816204008, fibula comp lock plate 8h, m07343; 131218046, 3.5mm low profile cort 46 mm, unknown; 816135012, 3.5mm cort lock scr 12mm ns, unknown; 816135012, 3.5mm cort lock scr 12mm ns, unknown; 816135012, 3.5mm cort lock scr 12mm ns, unknown; 816135012, 3.5mm cort lock scr 12mm ns, unknown; 131218010, 3.5mm low profile cort 10 mm, unknown; 131218010, 3.5mm low profile cort 10 mm, unknown; 131218055, 3.5mm low profile cort 55 mm, unknown.